Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation, the electrode belt failed a pulse lead hipot test and an insulation resistance test. The cause for failure was isolated to a shorted wire in the trunk cable section. The short wire cause the reported check therapy electrode messages. The root cause for the short in the trunk cable could not be positively identified. No adverse event resulted from the shorted cable. The pt rec'd a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving frequent check therapy electrode messages. The pt was issued a replacement electrode belt.